Event description:
Padgett dermatome 320 malfunctioning during the case while harvesting, the guard loosened up and took a full thickness skin graft from pt's right thigh. It was tightened and checked by physician and physician's assistant prior to use. It was then taken out of operation, and a new dermatome was obtained. Use of product during surgery on (B)(6) 2013 when it malfunctioned. Dates of use: (B)(6) 2013.